Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the reported leukoreduction failure remains undetermined at this time. The procedure was event free, with no alerts, adjustments, or changes in pump speed that could have caused wbcs to escape the lrs chamber. Analysis of the rbc signal shows it is possible, though not conclusive, that wbcs may have exited the lrs chamber throughout the procedure. Based on the available information and after analysis of two additional run data files for this donor, it is possible that this leukoreduction failure is donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.